Manufacturer narrative:
Submit date: 6/23/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the needle hub was found to be marked or dirty looking when it was opened for use.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for lot indicates zero issues were found in visual and physical samples inspected from the lot. There was no non-conformance report (ncrs) issued against this lot. The assembled needles that went into this lot were produced on shop orders. The DHR for all the shop orders showed zero issues. The molded hub components were produced under different shop orders. The in-process inspection records were reviewed and revealed no issues related to the reported condition. The molded hub components were produced under different shop orders. The in-process inspection records were reviewed and revealed no issues related to the reported condition. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed. There were no other processes or material changes related to the reported condition for this product. A review of process monitoring data was performed and identified no issues related to the reported condition. A review of the machine setup was conducted and note issue or that there were no issues. There were no physical samples submitted with this complaint. There was one photograph of the needle submitted with the complaint. The hub of the needle appeared to have an unknown contaminant on it. The exact nature of the contaminant could not be determined based on the image. The reported condition is confirmed. A physical sample was not available for examination and the exact root cause could not be determined based on the image provided and available information. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually inspected for contamination and inclusions. The lot met all defined acceptance requirements and was released. A specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the process or product, so a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.